Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 440 mg/dl, 530 mg/dl and 440 mg/dl. Customer was treated with manual injection. Customer reported insulin flow blocked alarm. Customer did not troubleshoot for high blood glucose level. Customer reported fill cannula successfully. The insulin pump will be returned for analysis.